Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed 1102- "check vent: primary alarm". It was unknown how the issue was found. No patient or user harm reported. A philips field service engineer (fse) evaluated the device and reported that the significant event log was reviewed, and it was observed that the device had logged error codes: 1102, and 5021 (post motor speaker: fail). The fse determined that the failing component (as per service manual) was for an alarm speaker assembly. The fse replaced alarm speaker assembly and performed a performance verification testing. The device successfully passed all tests and was returned to clinical use.